Event description:
The customer reported that the system intermittently has corrupted images in the image directory and the thumbnail view of study images were intermittently black. No patient injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.